Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was without power, and the remote support service indicated that the station was offline. A field service engineer replaced controller card to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had no power to station. Customer reported that there was a delay occured which prevents the user to remove medication for a patient. There were no adverse events or injuries reported based on this event.